Event description:
The pt raised the complaint by email to depuy orthopaedic, pt underwent an elbow replacement with depuy's mark ii elbow prosthesis. It failed and underwent surgery again with same elbow, but this again loosened.